Event description:
The initial reporter received three questionable elecsys troponin t gen 5 stat results from the cobas e 411 analyzer (rack system) for two patients. Patient sample 1: the initial result was 10 ng/l. The repeat result was <6 ng/l. Patient sample 2: the initial result was 10 ng/l. The repeat result was <6 ng/l. Patient sample 3: the initial result was 19 ng/l. The repeat result was 13 ng/l. The qc became out of range, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The field service engineer inspected the analyzer and found no cause for the event. He verified the analyzer's performance with successful instrument and precision checks. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges on the morning of the event. The alarm trace and preanalytical data did not indicate any issues. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.